Event description:
It was reported that the pump battery could not be charged. It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.